Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt last felt stimulation about 1 week ago on (B)(6) 2011. The device was unresponsive to telemetry attempts by physician programmer, pt programmer, and recharger. The antenna locator function was used and resulted in a power on reset (por) being displayed on the recharger followed by the normal recharging screen. The pt was then able to recharge as normal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.